Manufacturer narrative:
Internal investigation suspects the cause of the reported disengagement of the rod and locking nut to be improper technique / engagement of the rod and locking nut during implant of the device. The pt had developed a deep tissue infection unrelated to the device. X-rays taken to examine the wound showed that a locking nut and a rod of the lumbar fusion construct had disengaged. No complications or adverse effects from the device were reported.

Event description:
A posterior lumbar instrumented fusion was performed on the pt in 2006. The pt was reoperated 25 days later to irrigate and drain an infected wound at which time x-ray examination showed a rod and a locking nut of the construct as having become disengaged. The surgeon removed a rod and locking nuts from the right side of the construct only leaving the remainder of the construct in place. The pt was reoperated five days later to rebuild the construct. The physician explained that the pt was primarily reoperated because he developed a deep tissue infection.